Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient had a flipped pump in the past and was revised and at the time of this report it was partially flipped again. It was reported that pump placement was discussed. The patient¿s medical history included that the patient was obese. There were no reported symptoms. No further complications were reported.